Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead originally showed good thresholds during implant but after another lead was implanted during the procedure the thresholds had risen to high. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.